Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 50 mg/ml at 12.98 mg/day. The indication for use was non-malignant pain. It was confirmed that a non-critical, low reservoir alarm was occurring. Low reservoir had been reached. The low reservoir was expected. The patient had missed a (refill) appointment, and the pump was at 3ml when it was refilled. The patient experienced withdrawal. The patient had been feeling a little crummy for the "last couple of days" (from (B)(6) 2016). The onset of the therapy/symptoms was gradual. The hcp was refilling the pump on (B)(6) 2016 and needed assistance with programming the pump. The event date was noted to be "(B)(6) 2016."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.